Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator. (B)(4). Additional review has determined that the information previously reported under mfg. Report no. 3007566237-2014-03412 is related to the information reported in this mfg. Report no. 3004209178-2015-16931. Therefore, going forward all information will be captured/reported under this mfg. Report no. 3004209178-2015-16931.

Event description:
Additional information received from the patient reported she had one implantable neurostimulator (ins) explanted in 2011 and the other ins in 2012. She had both devices explanted because the devices hardened all her muscles. The patient stated physical therapists said the device had stimulated her heart and lung muscles. She had seen difference doctors, and they kept giving her muscle relaxers, but this was not resolving the issue.

Event description:
Additional information received from the consumer reported that the stimulator hardened all of the patient's muscles. The patient found out that it had all affected the fascia. The device was removed. The patient had been to many doctors but none of them could help them.

Event description:
Additional information received from the consumer in a clinical study reported that the patient had a nerve stimulator that tightened all their muscles including their organs. The patient had to go to the emergency room due to horrible pain. The patient had seen doctors previously and they gave her medication.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that their nerve stimulator damaged their muscles. One doctor told them that the movement of muscles that they were feeling was that the stimulator stimulated the fascia muscle. The patient stated it is horrible and they have no life, and they cannot get a doctor to help them.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v185678002, implanted: (B)(6) 2011, product type: lead. Product ID: 377745, lot# v599210002, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no anomaly.

Event description:
The healthcare professional (hcp) reported that an elective explant of the device was performed due to lack of efficacy. The outcome was reported as recovered without sequelae. Later the consumer reported that they had a nerve stimulator and it hardened all of their muscles. The doctor took it out right away. The patient was sent to the doctor but no one could help. The doctor could not believe what the stimulator did to the patient. The stimulator was located in the lower part of the back and all the doctor said was that it could have moved. The patient attempted physical therapy to resolve the issue. The healthcare professional (hcp) of a clinical study reported that the patient experienced a loss of device effectiveness. The patient initially felt some pain relief with use of the device and then reported a loss of efficacy. Interventions included device explant. No diagnostic methods were performed. The etiology was noted as pre-existing condition, worsening or exacerbation. The event was unlikely related to the device or therapy and implant procedure. The severity was reported as mild. The outcome was resolved without sequelae. Relevant medical history included: failed back surgery syndrome